Event description:
The patient was injected in the nasolabial area and the cheek. Approximately two weeks later, the patient allegedly developed an abscess. The patient had the abscess aspirated and was prescribed antibiotics.

Manufacturer narrative:
Per product labeling the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.